Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently failed to close one of the blood clamps. Rinseback was started but no completed due to an arterial air alarm occurring. An estimated total blood loss of 750cc was reported. The patient received a blood transfusion as a result of the blood loss. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator failed to close one of the blood clamps. Once the error was noted, rinseback of the patient's blood was started and then discontinued due to the air alarm. The user's guide provides adequate instructions for entering treatment mode. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.